Manufacturer narrative:
Medwatch report #: (B)(4). This event occurred on an unspecified date in (B)(6). The lot ur16k13045 was provided as a potential lot number. However, it is not known with certainty if this lot was involved in the reported event. A batch review was conducted for the potential lot lot ur16k13045 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage around the one-link connection set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.